Manufacturer narrative:
Date of event: early (B)(6). Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: team lead. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that when they attempted angio-seal deployment and when the device was pulled back to seal the puncture, the entire device (anchor, plug, and suture) was removed from the patient and still inside the sheath. Went over groin shot and it looked good. The deployment steps went smooth up until the point where device was pulled back to seal site. Manual pressure was applied based on hospital protocol. The patient was stable, and the procedure was successful. Additional information was received on 07 oct 2022: the exact date of the case was unknown, however it occurred in early (B)(6) 2022. The procedure being performed was a heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed.